Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. The surgical protocol in the IFU (instructions for use) states "the first step in the successful application of the sternalock® system is to dissect all soft tissue from the surface of the sternum to allow for complete visualization of the bone. Optimally the soft tissue is dissected to reveal the costal cartilage on both sides of the sternum. Performing this step before the sternotomy decreases the likelihood of off mid-line sternotomy, a potential precursor to dehiscence." Based on the information available the surgeon did not follow the instructions which could have caused or contributed to the reported event. If additional information is obtained that adds value to the relevant content of this report a follow-up report will be sent. Report two of two for the same event, reference 0001032347-2017-00088.

Event description:
A revision surgery due to the screws loosening was reported. During the revision, the plates and screws were explanted and the patient's sternum was closed with wires. The sales associate reported the surgeon did not bovie the tissue, so the plates were not flush against the sternum. The implant and explant dates are unknown.